Event description:
A report of an infection associated with the o2optix lens was received from a patient. In (B)(6) of last year (2013), the patient reported purchasing a new box of contact lenses. The first pair of lenses caused a burning and irritating sensation. When the lens was removed from the eye, the patient observed something (unspecified) in the left eye. The next day medical attention was sought for corneal edema and an infection was diagnosed. The eye care professional felt the infection resulted from dirt on the lends or within the eye. The patient reported follow-up with the eye care professional occured for two(2) months. The infection was resolved with the treatment of vigamox, systane ul and pred forte. Scarring remains and according to the patient, the vision is reduced. No further information was provided.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and lot number is unknown. A manufacturing review is pending completion. (B)(4).